Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the adapter was not charging the pump resulting in a power source alert. Additionally, the battery gauge was observed to be intermittently fluctuating. An adapter change was performed resolving the issue. There was no reported adverse impact to the customer's blood glucose level.